Event description:
Our office in (B)(4) reported a male pt experienced a corneal lesion after misusing oxysept 1-step disinfecting solution. For seven days the pt did not use a neutralizing tablet to neutralizing tablet to neutralize the solution prior to inserting his lenses. He reportedly went to the hospital where the diagnosis was made. There was no information provided about any treatment the pt may have received. At the time the pt made the report his symptoms had resolved. He further noted that he had experienced a corneal lesion in the past.

Manufacturer narrative:
Lot number of solution used by pt is unk, and the manufacturer does not have any pt information that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All pertinent information available to amo has been submitted. Should new information become available that changes the facts or conclusions, a supplement will be submitted.